Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. Follow-up communication with the customer confirmed that the incident reported concerned a philips defibrillator. The customer sent in the m series device to have the device's sync option functionally tested. The customer did not allege any malfunction with the sync function on the device, but wanted to send the device in as a preventative maintenance. Zoll medical corporation evaluated the device with no discrepancies found. The device was put through extensive testing which included environmental and functional testing and the device was found to perform to specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to treat a patient with a non-zoll device (patient age & gender unknown) the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.